Event description:
It was reported that the patient was seen on (B)(6) 2014 and their dose was decreased from 23 mg/day to 18 mg/day. It was noted at the time of report that after interrogation the pump was still showing 23 mg/day. It was reported that the healthcare provider (hcp) was certain that they updated the pump, though the last change shows a december date. It was noted that the patient¿s pump was used to infuse bupivacaine and morphine. It was later reported that there were no patient symptoms. It was noted that the pump had not been updated on (B)(6). It was reported that the patient was refilled and reprogrammed on (B)(6). It was noted that printout form (B)(6) was a print report not a session data report and therefore the pump had not actually been updated on (B)(6).

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).